Manufacturer narrative:
Correction: manufacturer report 2017865-2013-01229,, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
Sent as correction.